Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the ligasure device had a sealing issue. It had an inadequate sealing and there was a bleeding after procedure. Also, there was a regrasp alarm, end tone and energy delivery. After regrasp alarming, it did not seal and there was a sound of alarm. They changed the new ligasure to finish the surgery. There was no patient injury.